Event description:
It was reported that during service and repair pre-testing, it was observed that the motor device overheated. It was further observed that the hand piece did not secure with the swivel and there was corrosion on the nose just past the housing of the device. This event was not related to surgery. There was no patient involvement. There were no reports of injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported conditions were confirmed. It was determined that the swivel was loose due to a visible lack of loctite applied to the threads of the swivel and the threads of the motor housing. It was determined that the corrosion on the nose tube was due to improper cleaning. The assignable root cause was determined to be due to incorrect assembly during manufacturing and improper cleaning. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.